Event description:
In this case, it was reported that the device was explanted at implant. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or sample device is received. No further actions are possible with the available information.